Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored via the current revision of j-0254-scr to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4), was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported conflicting results with the binaxnow¿ covid-19 antigen self test assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. First test provided a positive result. Repeat testing was performed. The second and third test provided negative results. All three tests performed on the binaxnow¿ covid-19 antigen self test assay were performed a hour apart from each other. Confirmation testing with pcr generated positive results (CT values not provided). No additional patient information, including treatment and outcome, was provided.